Event description:
This is filed to report single leaflet device attachment (slda), requiring additional mitraclip procedure it was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3. The patient presented with thin leaflets. One xtw clip was implanted with no reported issue, reducing mr to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. On (B)(6) 2023, a mitraclip procedure was performed to treat a single leaflet device attachment (slda) and recurrent mr of grade 3. The clip had detached from the posterior leaflet. Two clips were implanted on both sides of the previously implanted clip. Mr was reduced to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda was due to patient anatomy. The reported recurrent mr was a cascading event of the reported slda. The reported patient effect of mitral regurgitation as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.